Event description:
The customer reported a (B)(6) result with the ID now covid-19 assay performed on (B)(6) 2022 on a throat sample with a direct tested kit swab. Pcr confirmation testing (platform: unknown) was performed on (B)(6) 2022 and generated a (B)(6) result. The patient was reportedly symptomatic. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1063017 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1063017, test base part number 190-430 / lot: 1063017. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063017 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.